Manufacturer narrative:
The investigation into the high purge pressure and the limb ischemia ¿ reversible issues has been completed since the original report was submitted. The device was not returned for investigation. As per clinical findings, the cause of the high purge pressure was most likely a kinked purge line because there was a spike in the data logs and the issue resolved when the purge system was temporarily opened. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. B5, d6a, d6b

Event description:
There is not enough information to associate use of device with outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿the impella rp flex with smartassist system is contraindicated for use with patients experiencing any of the following conditions: disorders of the pulmonary artery wall that would preclude placement or correct positioning of the impella rp flex with smartassist device; mechanical valves, severe valvular stenosis or valvular regurgitation of the tricuspid or pulmonary valve; mural thrombus of the right atrium or vena cava; anatomic conditions precluding insertion of the pump; presence of a vena cava filter or caval interruption device, unless there is clear access from the internal jugular vein to the right atrium that is large enough to accommodate a 22 fr catheter.¿

Event description:
The user facility reported a 68-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that multiple complications were encountered during impella rp flex support. Throughout the course of support, the patient developed persistent ischemia in their extremities. Their right lower extremity became mottled and milrinone was administered in an attempt to decrease the patient's systemic vascular resistance. It was further noted that the implanted impella rp flex pump triggered high purge pressure/low purge flow alarms fourteen days into support. Tissue plasminogen activator was subsequently ran through the purge to resolve the noted issue. Support remained ongoing.